Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported insulin leaked from the infusion set connector and this resulted in elevated blood glucose of 532 mg/dl. Pt also reported the infusion device often displays e4 occlusion errors during normal use. No further info was provided. The infusion set was requested for evaluation. The pt did not require treatment from a health care professional or second party to address the issue.